Event description:
It was reported that the customer was hospitalized with an unspecified blood glucose (bg) level and diabetic ketoacidosis. Additional information was not provided. Reportedly, the cartridge and infusion set had been in use for more than its labeled use. Tandem technical support educated the customer on insulin labeling. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.

Manufacturer narrative:
Root cause: user error: per the tandem user guide, ¿novorapid and trurapi are compatible with the system for use up to 72 hours (3 days). Humalog and admelog are compatible with the system for use up to 48 hours (2 days) no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.